Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. Please note that the reporter experienced a similar issue on two other occasions, which were reported under the following MFR. Report numbers: 3005168196-2017-00998, 3005168196-2017-01298. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 hi-flow kit (kit). During the procedure, it was reported that the penumbra system ace 68 reperfusion catheter (ace68) curled up as a non-penumbra stent retriever was being retracted through it. There was no report of an adverse effect to the patient. It should be noted that the date of event is unknown.